Manufacturer narrative:
Section d4, expiration date: corrected. Section d4, primary UDI number: corrected. Section g2 - report source: corrected. Section h4 - device manufacture date: corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via the submitted log file. The submitted controller event log file contained data spanning 2 days ((B)(6) 2024 per the timestamp). The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion due to the relative state of charge (rsoc) voltage on the white power cable dropping while connected to 14v batteries. No other atypical alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a low battery/ replace power advisory alarm. The alarm occurred only when the controller was connected to 14v batteries. The alarm did not used to last longer than a couple of seconds. Tests were performed with different 14v batteries and replacing the battery clips but the alarm persisted. When connected to the power module, the alarm did not occur. The patient stated that the alarm occurred during movements. The event log file captured numerous low voltage advisory events and a few low voltage hazard events throughout the log file while using battery power. Since different sets of batteries and clips did not resolve the issue, a controller exchange was recommended. Additional information was received that the controller was exchanged on (B)(6) 2024.